Event description:
The technician alleged the foot brake casters would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake casters, brake caster supports and the brake caster bushings to resolve the issue.